Event description:
Intuvie received a report indicating that during routine preventive maintenance (pm) at complete biomedical services the device failed the 30 psi occlusion pressure test, alarming at 9.81 psi, which is below the specified acceptance range of 22¿38 psi. The issue was successfully resolved by recalibrating the 30 psi occlusion calibration value from 374 to 294, after which the device met specification.

Manufacturer narrative:
Intuvie received a report indicating that during routine preventive maintenance (pm) at complete biomedical services the device failed the 30 psi occlusion pressure test, alarming at 9.81 psi, which is below the specified acceptance range of 22¿38 psi. The issue was successfully resolved by recalibrating the 30 psi occlusion calibration value from 374 to 294, after which the device met specification. CAPA-zm2023-23 was initiated to investigate the root cause for this failure mode. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).